Event description:
Right front leg of transfer bench snapped, customer fell to floor.

Manufacturer narrative:
According to the customer, on (B)(6) 2026 at 22:00, she proceeded to shower after transferring from wheelchair to the shower-bench. When she completed her shower, she went to turn left to dry off and exit the shower, and without warning, the right front leg of the transfer bench snapped, and the customer found herself on the floor. She is an above-the-knee amputee, and even with grab bars and her son's assistance, she could not get up. 911 was called to assist her up and out of the shower. Customer states her back is sore and her foot was bruised. Customer states she did not seek medical attention or go to the hospital, but the paramedics visually examined her to make sure she was okay. Customer states she is doing "fair." No medical treatment or follow-up care was needed. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.